Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have been returned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment based on the additional information received the fracture of the device could not be confirmed and the event is determined to be not reportable. Hence the initial report needs to be voided.

Event description:
Upon reassessment based on the additional information received the fracture of the device could not be confirmed and the event is determined to be not reportable. Hence the initial report needs to be voided.